Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set before priming resulting in air in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed air in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated they recalled seeing air pockets in the patient line before they connected, but connected anyway. The patient thought if the homechoice showed connect yourself, then it was okay to connect. The technical service representative explained there should not be any air in the patient line, and advised the patient to end the therapy and to remove the cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.